Event description:
The pt tested his blood glucose on suspect device and it was 351 mg/dl at 4:30 pm. The pt took 45 units of npg and 12 units of insulin per his sliding scale. At 12am he passed out. The paramedics were called and he was given glucose and taken to the hospital.